Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: the customer's observation was not replicated in-house with retention and return products. Retention and return devices were tested with in-house clinical hcg negative urine samples. All hcg results were negative at read time and met qc specifications. No false positive results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined based on the information provided.

Event description:
The customer stated a patient had a positive result when tested with the hcg urine cassette read at 3 minutes. The patient was seen by the emergency room night staff who were not available to provide any additional information. The patient called back after doing unspecified confirmatory testing with a result of not being pregnant. A postmenopausal night shift nurse tested her own sample on the hcg urine cassette and received a positive result at 3 minutes. Although requested, no other information has been received. This file is the 2nd: 2027969-2019-00449 of 4 associated files. 1st: 2027969-2019-00448, 3rd: 2027969-2019-00450, 4th: 2027969-2019-00451. Troubleshooting occurred with a discussion about the potential factors per the pi, reviewed storage, sampling, and technique, emphasized running controls per the manufacturer's requirements outlined in the pi.